Manufacturer narrative:
Correction: h6 device codes.

Event description:
It was reported that this right ventricular (rv) lead exhibited impedance issues and was subsequently surgically abandoned and replaced. Other than the surgical procedure, no additional adverse patient effects were reported. Additional information was received that indicated that this rv lead was surgically abandoned and replaced due to fracture. Other than the surgical procedure, no additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited impedance issues and was subsequently surgically abandoned and replaced. Other than the surgical procedure, no additional adverse patient effects were reported. Additional information was received that indicated that this rv lead was surgically abandoned and replaced due to fracture. Other than the surgical procedure, no additional adverse patient effects were reported. Additional information was received that indicated that this patient was shocked 20 times and was rushed to the hospital. This lead was subsequently surgically abandoned and replaced. However, the patient reported that they are still experiencing pain.

Event description:
It was reported that this right ventricular (rv) lead exhibited impedance issues and was subsequently surgically abandoned and replaced. Other than the surgical procedure, no additional adverse patient effects were reported.

Manufacturer narrative:
Correction: h6 impact codes and patient codes.

Event description:
It was reported that this right ventricular (rv) lead exhibited impedance issues and was subsequently surgically abandoned and replaced. Other than the surgical procedure, no additional adverse patient effects were reported. Additional information was received that indicated that this rv lead was surgically abandoned and replaced due to fracture. Other than the surgical procedure, no additional adverse patient effects were reported. Additional information was received that indicated that this patient was shocked 20 times and was rushed to the hospital. This lead was subsequently surgically abandoned and replaced. However, the patient reported that they are still experiencing pain. This lead was not returned for analysis. The product investigation determined that the "known inherent risk of device" investigation conclusion code was selected based on product record and report observation review.